Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The biosensor was inserted into the arm on (B)(6) 2026. The arm was cleansed with alcohol prior to insertion. On (B)(6) 2026 the symptoms included redness, inflammation, bumps and an infection at the puncture site. The customer consulted an hcp (unspecified date) who prescribed an oral antibiotic (keflex, unspecified dosage) which was started on (B)(6) 2026. The customer indicated there was no harm as a result of the event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.